Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). Failure investigation of the returned power management (pm) printed circuit board confirmed the reported problem. The bench repair technician replaced the pm to resolve this issue.

Event description:
The customer reported the device has electrical issue. It would cause the electrical network to be disconnected when plugged in (in operation or not). No patient involvement or user harm reported. The event date was not specified; estimate used.